Event description:
The customer reported that insulin pump was squirting out insulin during the prime process. The customer stated that she was not able to stop and the insulin pump went back into prime loop. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a missing end cap sticker.